Event description:
Reporter indicated that the site's hp handheld computer screen had become frozen. Follow up with the site revealed that the nurse had not been able to move from the interrogation screen to the main menu. The nurse reported that when the stylus was used to tap on the menu button, the menu would not appear on the screen. The nurse reported that this happened a couple of times during one day, and it was reported that the handheld computer and software are functioning properly again.